Event description:
It was reported that on (B)(6) 2011, the patient was hospitalized due to dyspnea for 2-3 weeks prior. Intervention was performed on (B)(6) 2011 to the subclavian artery. On (B)(6) 2011, during a right internal carotid artery stenting procedure, the patient became hypotensive and bradycardic. The bradycardia was treated with atropine and the hypotension was treated with dopamine and neosynephrine. Additionally, the patient experienced nausea and vomiting which was treated with zofran. Four days post procedure, the bradycardia and hypotension resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of hypotension, bradycardia and nausea are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.